Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 158 mg/dl. Customer stated that she had infusion set irritation and sensor low variance issues. Customer stated that the alarm occurred when she was getting basal. Customer was assisted with clearing the alarm. Customer reported that she works at a hospital. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer declined to return the pump to medtronic. No additional info provided.